Event description:
It was reported the surgeon had difficulty in getting the custom implants to fit properly. This resulted in a 2 hour delay in the case. It was later reported since the implant was not fitting properly, the implants were removed on (B)(6) 2010. Per the information provided the undesired fit was because the patient had (B)(6) infection, and not due to the design of the implant.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Batch review determined that no nonconformance reports were opened during manufacturing of this device. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a half day infusor device was leaking during patient use. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.